Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged locking nuts on the white and black power connectors was confirmed. The returned system controller, serial number (B)(6) was in worn/dirty condition. Visual inspection revealed that the black power connector locking nut was broken/missing and there was a small piece broken from the white power connector. The observed damage did not affect the controller's ability to operate a test pump during analysis. Although the damage appeared mechanical, the specific root cause was not able to be determined. Inner conductor breakdown and fluid ingress was also confirmed in both power cables. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook rev b cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the screw portions of the system controller's black and white power cables were broken. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.